Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to dissection and reoperation.

Event description:
On (B)(6) 2011, a patient underwent treatment of a type a uncomplicated aortic dissection with a gore® tag® thoracic endoprosthesis. The proximal portion of the tag component was placed in zone 3. On (B)(6) 2012 the patient exhibited thoracic and aortic arch dissection. On (B)(6) 2012 the patient underwent and additional endovascular procedure whereby an additional aortic stentgraft was implanted. On (B)(6) 2012, the patient was discharged from the hospital.

Event description:
On (B)(6) 2011, a patient underwent treatment of a type "a" uncomplicated aortic dissection with a gore® tag® thoracic endoprosthesis. The proximal portion of the tag component was placed in zone 3. On (B)(6) 2012 the patient exhibited thoracic and aortic arch dissection, proximal to the originally implanted tag device. This was an extension of the original dissection treated on (B)(6) 2011. On (B)(6) 2012 the patient underwent and additional endovascular procedure whereby an additional aortic stentgraft was implanted. This was a non-gore bare metal stent. On (B)(6) 2012, the patient was discharged from the hospital. Based on the information provided to gore, most likely progression of the patient¿s pre-existing chronic dissection caused or contributed the need for additional treatment.

Manufacturer narrative:
Updated.

Event description:
On (B)(6) 2011, a patient underwent treatment of a type a uncomplicated aortic dissection with a gore® tag® thoracic endoprosthesis. The proximal portion of the tag component was placed in zone 3. On (B)(6) 2012 the patient exhibited thoracic and aortic arch dissection, proximal to the originally implanted tag device. This was an extension of the original dissection treated on (B)(6) 2011. On (B)(6) 2012 the patient underwent and additional endovascular procedure whereby an additional aortic stentgraft was implanted. This was a non-gore bare metal stent. On (B)(6) 2012, the patient was discharged from the hospital. Based on the information provided to gore, most likely progression of the patient¿s pre-existing chronic dissection caused or contributed the need for additional treatment. Multiple attempts were made to obtain clarification regarding a reported type a dissection being treated in zone 3. These attempts were unsuccessful, to date gore has received no further clarifying information.